Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue; guide catheter: hyperion jr4.0. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the device was prepared inside of the patient anatomy. It should be noted that the coronary dilatation catheters, nc trek rx, global, instruction for use, preparation for use section states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric lesion located in the proximal right coronary artery which was moderately calcified, moderately tortuous and 50% stenosed. The nc trek 4.5 x 8 mm balloon dilatation catheter (bdc) balloon ruptured during the first inflation at 12 atmospheres. The bdc was replaced with another device to continue to complete the procedure. There was slight resistance during removal but the cause could not be identified. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.